Event description:
It was reported that during a da vinci s urological surgical procedure, the monopolar curved scissors instrument was dull. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted and the instrument was not able to cleanly cut through a .006" of latex, with the latex getting snagged at the scissor tips. Engineering observed that the instrument blades are not damaged, however, the blade edges are slightly rounded at the tips which negatively affects cutting performance. Engineering also observed light material removed all around the midpoint to the distal end of the instrument main tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.